Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the up arrow keypad button has been intermittently unresponsive for a few weeks. She confirmed that the rubber keypad is intact; denied exposing the pump to water and cleaning products; and stated that she wears the pump in her pocket, in her bra, or on her waistband.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that the up arrow keypad button requires multiple presses to obtain a response. It was observed that all button key contacts spring back when pressed. There was evidence of keypad contamination found under all button key contacts.